Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 31-aug-2017. The most recent information was received on 10-nov-2017. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of allergy to metals ("hypersensitivity to nickel / allergy test was positive for nickel") and pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. 886668) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rash macular ("red patches on upper internal aspect of thighs"), skin exfoliation ("desquamation on upper internal aspect of thighs"), fatigue ("episodes of unexplained fatigue/chronic fatigue / crushing fatigue"), cervicobrachial syndrome ("cervical-brachial neuralgia"), arthralgia ("joint pain/ arthralgia"), the first episode of pain ("algic syndrome"), nervous system disorder ("neurological syndrome"), asthenia ("asthenia"), skin reaction ("dermatological reaction"), the first episode of myalgia ("myalgia") and memory impairment ("memory disorder"). In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced back pain ("lumbar pain"), the second episode of pain ("pain every week at between 3 and 7"), cognitive disorder ("cognitive disturbances") and the second episode of myalgia ("muscle pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy by laparoscopy) and surgery (conservative total hysterectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the rash macular, skin exfoliation and arthralgia had resolved. At the time of the report, the allergy to metals, pelvic pain, fatigue, back pain, cervicobrachial syndrome, fibromyalgia, the last episode of pain, cognitive disorder, the last episode of myalgia, nervous system disorder, asthenia, skin reaction and memory impairment had resolved. The reporter considered allergy to metals, arthralgia, asthenia, back pain, cervicobrachial syndrome, cognitive disorder, fatigue, fibromyalgia, memory impairment, nervous system disorder, pelvic pain, rash macular, skin exfoliation, skin reaction, the first episode of myalgia, the first episode of pain, the second episode of myalgia and the second episode of pain to be related to essure. The reporter commented: removal was performed at the patient's request and due to medical reason (nickel allergy). Inconsistent information was received regarding insertion date of essure ((B)(6) 2011 were reported). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Allergy test - in (B)(6) 2017: positive for nickel. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 13-nov-2017 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 6.583 cases. Allergy to metals: the analysis in the global safety database revealed 331 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 10-nov-2017: removal method: hysterectomy with bilateral salpingectomy by laparoscopy. Removal was performed at the patient's request and due to medical reason (nickel allergy). Events added: myalgia, and memory disorder. Reporter stated that the event had a complete resolution. The gynaecologist consider that essure caused or contributed to the occurrence of the event(s). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 31-aug-2017 . The most recent information was received on 22-sep-2017. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and allergy to metals ("hypersensitivity to nickel / allergy test was positive for nickel") in a (B)(6) female patient who had essure (batch no. 886668) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), rash macular ("red patches on upper internal aspect of thighs"), skin exfoliation ("desquamation on upper internal aspect of thighs"), fatigue ("episodes of unexplained fatigue/chronic fatigue / crushing fatigue"), cervicobrachial syndrome ("cervical-brachial neuralgia"), arthralgia ("joint pain"), spinal pain ("algic syndrome"), nervous system disorder ("neurological syndrome"), asthenia ("asthenia") and skin disorder ("dermatological reaction"). In april 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced back pain ("lumbar pain"), pain ("pain every week at between 3 and 7"), cognitive disorder ("cognitive disturbances") and myalgia ("muscle pain"). The patient was treated with surgery (conservative total hysterectomy) and surgery (implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain and cognitive disorder outcome was unknown, the allergy to metals, cervicobrachial syndrome, pain, spinal pain, nervous system disorder, asthenia and skin disorder was resolving, the rash macular, skin exfoliation, fatigue and arthralgia had resolved and the myalgia had not resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, asthenia, back pain, cervicobrachial syndrome, cognitive disorder, fatigue, fibromyalgia, myalgia, nervous system disorder, pain, pelvic pain, rash macular, skin disorder, skin exfoliation and spinal pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Allergy test - in (B)(6) 2017: positive for nickel. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 26-sep-2017 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 4422 cases. Allergy to metals: the analysis in the global safety database revealed 309 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: case (B)(4) was identified as duplicate of this case, and all of its information has been transferred: patient's age was added; essure insertion date was updated to (B)(6) 2011; events algic syndrome, neurological syndrome, asthenia and dermatological reaction were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.